Event description:
It was reported that during post op testing the right ventricular (rv) lead exhibited loss of capture as well as high thresholds. It was determined the lead had dislodged. The lead was revised successfully and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.